Manufacturer narrative:
Pre-repair temperature testing was performed on the device. The collet¿s ambient temperature was 76 degrees f. Pre-repair temperatures of the collect after running the device for 1 minute were the following: t1 ¿ 118 degrees f and t2 ¿ 115 degrees f. The device collet was worn and was replaced. The device was repaired, tested to all manufacturing product specifications and returned to the customer.

Event description:
It was reported that the handpiece was getting hot. There was no report of patient impact.